Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010, the pt was implanted with a 40 cc pump and catheter. The pt's pump was programmed to .25 mg/day of dilaudid and 100 mcg of baclofen after implant. The pump tubing and catheter were primed the appropriate amount. No programming errors were noted. Upon returning to the pt's floor, the pt was admitted overnight because "they were some what critical, the pt became unresponsive". The hospital had turned down the pump to a stop pump rate. On (B)(6) 2010, the pt's pump was drained of drugs via the reservoir as well as the catheter access port, and normal saline was instilled. The drug was sent off for analysis. The pump contained 2,000 mcg/ml of baclofen and 5mg/ml of dilaudid. It was later reported that on (B)(6) 2010, that the cause of the pt symptoms was unknown; the pump was set correctly post operatively. The pump was stopped for 24 hours. Following installation of normal saline into the pump, it was noted that the pump was refilled with a lower concentration of drug two days later. The pt's outcome was not reported. Additional information has been requested, but was not available as of the date of this report.